Event description:
The customer complained of low blood glucose levels, and the insulin pump delivered an entire reservoir of insulin over a few hours. The customer stated that his blood glucose reading was 59 mg/dl. The customer stated that he ate something to treat the low blood glucose and disconnected from the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.